Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the recorded fault code was confirmed to be due to electromagnetic interference (emi) noise oversensing during the patient's knee replacement procedure. The clinic plans to continue with monitoring this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device emitted tones and a recorded a fault code, indicating that a "high voltage has been detected on lead during a charge." Additionally, it was noted that the device and right ventricular (rv) lead exhibited noise oversensing which led to unneeded anti-tachycardia pacing (atp) and shock therapy delivery during a knee replacement procedure. It was also reported that the patient did not feel well and had pulmonary edema. Boston scientific technical services (ts) was contacted for assistance and discussed that the fault was likely due to the external noise during the procedure and discussed device troubleshooting and programming. This device remains in service. No adverse patient effects were reported.